Event description:
Following syncopal episode associated with urinary incontenance the client was referred to brandy hospital, immediately, where the the malfunction of pacemaker was found and replaced with another medtronic device on 12/21/91 at brandy hospitaldevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed. Results of evaluation: end of life - expected, failure to service/maintain according to manufacturer recomm. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.